Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/21/2024. H6 component code: c22 - photo analysis. H6 component code: g07002 no device problem found. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: 1. Please confirm the number of sutures that detached from the swage during this single procedure. Ans: only 1 v4260h suture (batch: av1512) was involved. 2. Provide lot number ans: av1512 h3 investigational summary: the product was returned to ethicon for evaluation. One labeled winding with a detached needle and one used suture. In order to evaluate the conditions of the detached needle, the swage area and hole were noted with marks by a surgical instrument. The hole was inspected and remnants of suture were found. In addition, the suture was examined and the end was observed to be cut probably caused by a surgical instrument. Additionally, a photo was provided with the same condition of the received sample. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a circumcision procedure in 2024 and suture was used. During the procedure, it was reported by the ot sister that sutures detached from needle swage end during circumcision procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the product code associated with this complaint. Loc cq checked the batch while packing the physical returned device, the batch number is av1512 while the reported actual product code listed in this complaint is (B)(4) please clarify - please confirm the number of sutures that detached from the swage during this single procedure. Provide lot number the manufacturing records could not be reviewed as the batch/lot number is unknown.